Event description:
A surgeon reported an intraocular lens was exchanged due to the patient having reduced reading and a sense of being of balance. In a follow up, the surgeon reported the patient was experiencing halos with point source lights and blurriness related to a mild hyperopic outcome. The lens was exchanged for the same model, different power iol. The surgeon reported that following the exchange, the patient had improved vision with no halos.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).